Event description:
It was reported the patient is experiencing intermittent painful overstimulation in unintended areas. The patient was instructed to turn off stimulation. An sjm representative will meet with the patient and physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.